Event description:
It was reported that the subject monitor was not connecting despite multiple crossover testing attempts.

Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20190104 - file-2018-02187 - analysis_and_closure_report_resp-2019-00009.pdf].

Event description:
It was reported that the subject monitor was not connecting despite multiple crossover testing attempts.